Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. Her blood glucose was 1423mg/dl at the time of hospitalization and 194mg/dl at the time of reporting. The customer was reportedly not wearing her insulin pump at the time of hospitalization as the belt clip had broken.